Manufacturer narrative:
Additional information: d4 (expiration date and lot #). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the patient procedure was cancelled or aborted due to a system issue, the locatable guide location was jumping on the monitor, and there were issues completing local registration. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a fluoronav issue, it was just prior to the sweep the physician was 1cm from the target, then during the sweep the screen would say the lg moved too much and would suddenly say the lg was 4cm+ from the target. Then, a second later it would show the lg back at 1cm from the target. Fluoro confirmed that the lg had not moved. The physician tried to perform the sweep a total of 3 times with this lg and the same error occurred every time and fluoro confirmed the lg had not moved. The physician tried another kit, while the lg was in after fluronav updated our location, the screen would flicker back and forth between 4 and 6cm without any movement. Also, when the ewc was in with radial probe the catheter was 2cm from reaching the target, but it was extended to the max and could not go further. The physician was unable to complete the enb portion of the case and was unable to complete the case by other means.

Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a fluoronav issue, it was just prior to the sweep the physician was 1cm from the target, then during the sweep the screen would say the lg moved too much and would suddenly say the lg was 4cm+ from the target. Then, a second later it would show the lg back at 1cm from the target. Fluoro confirmed that the lg had not moved. The physician tried to perform the sweep a total of 3 times with this lg and the same error occurred every time and fluoro confirmed the lg had not moved. The physician tried another kit, while the lg was in after fluronav updated our location, the screen would flicker back and forth between 4 and 6cm without any movement. Also, when the ewc was in with radial probe the catheter was 2cm from reaching the target, but it was extended to the max and could not go further. The physician was unable to complete the enb portion of the case and was unable to complete the case by other means.